Event description:
A surgeon reported a pt experiencing severe glare at night following intraocular lens (iol) implant surgery. The surgeon also noted that there is a "reflectant defect on the center anterior surface of the iol". In a follow-up, it was reported that the pt's vision and manifest refraction continue to fluctuate. The pt has a history of corneal abnormalities and was referred to another surgeon for a second opinion who recommended contact lens trial. There was no improvement. The pt continues to experience glare.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2009 by phone. Medical records were received on 09/18/2009. (B) (4). (B) (4). (B) (4).